Event description:
It is reported that the patient was revised due to recurrent instability and dislocation.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: x-rays from after the revision still show the placement of the original acetabular shell and femoral side components, which appear that the shell may not have been implanted in the appropriate version angle. The patient's rehabilitation protocol and adherence thereto is unknown. The patient's actions during the time of the recurrent dislocations is unknown, it cannot be determined whether the patient abided by tha post operative indications. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, a definitive root cause cannot be determined. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.